Event description:
It was reported that the unit burnt through its distal end and outer sheath during a case.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.